Manufacturer narrative:
Visual inspection performed by r&d project manager: the impaction plate was broken, with the terminal locking disc separated from the screw. The plastic bottom was removed too. From the received piece it is possible to determine that the root cause of the event can be related to the wear of the locking component, probably occurred after strong strokes and/or elevated torsion forces during the disassembly from the shell.

Manufacturer narrative:
Batch review performed on 02 february 2017. Lot 1551809: (B)(4) items manufactured and released on 04 march 2015. No anomalies found related to the problem. To date, 1 similar events have been reported on items of the same lot. Preliminary investigation performed by r&d product manager on december 13, 2018 the images were analyzed and the plate appeared separated from the plastic bottom. The reason is probably related to the breakage of the locking disc of the screw, probably occurred for an excessive torsional force.

Event description:
During the revision hip surgery, while impacting the cup, the 56mm impaction plate broke. Fragments fell into the patient and were recovered. The surgeon swapped to another impaction plate and there was no delay in the case.